Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly not deployed. The device ran 51 first prime pulses and was deactivated after 52 pulses when the pod generated an 0x5c alarm. The download data showed that intermittent contact was made between the rotational sensor springs and the commutator cap, preventing the sensor from detecting two confirmed opens before the end of first prime and contributing to the early deployment of the needle mechanism before successful completion of second prime. The device was connected to a master pdm and a 5u test bolus was delivered without replicating the issue. Inspection of the rotational sensor springs and commutator cap found no damages or debris that would contribute to the rotational sensor malfunction. No other damages or manufacturing deficiencies were found during the investigation that would contribute to the reported symptom.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was activating a pod, upon removal of the needle guard the cannula had deployed early. The patients reported blood glucose level was over 200 mg/dl. The pod was not worn.